Event description:
The physician attempted closure of an interventional arteriotomy with the closer tsl 6 fr device. The first device did not perform satisfactorally and was exchanged for a second device. The foot or foot region of the device was broken during the procedure, which made it difficult to remove the device. The patient was taken to surgery where the device was removed and the access site surgically closed. There was no further patient injury.